Event description:
It was reported that bristles detached from the brush while in use. The surgeon attempted to remove the bristles from the femoral canal with irrigation. It is unknown if all the bristles were removed. No additional medication was prescribed to the patient as a result of this event. The patient has exhibited no signs of infection.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. When the device is received, a quality investigation will be performed and a follow up report will be filed.